Event description:
The screw fell into pt during a carotid procedure, the operation was stopped until they found it in the pt. On (B)(6) 2010, dealer reports for the customer that no x-ray was taken because "they were certain that was the only part they needed to retrieve." "It stopped the operation more than an hour." Original documentation indicates no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.